Event description:
The pt reported the down button of the infusion device does not function. No physiological effects were reported. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The complaint can be verified. The down button does not operate. The connections of the down flex print is interrupted.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.